Manufacturer narrative:
This event is a duplicate of FDA report number 2649622-2018-09493. Results of device analysis will not be sent in this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced for an unknown reason. No patient complications have been reported as a result of this event.